Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Received notice of a fire that occurred where a jazzy passport was present.

Manufacturer narrative:
Per investigator: fire was not caused by unit.

Event description:
Received notice of a fire that occurred where a jazzy passport was present.